Manufacturer narrative:
Literature: vivek trikha (2017). Retrospective analysis of proximal humeral fracture-dislocations managed with locked plates. Journal of shoulder and elbow surgery, volume 26, pages e293-e299. This report is for an unknown synthes philos humeral plate/ (unknown quantity/unknown lot). (Other number) UDI: unknown part number, UDI is unavailable. The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Report was initially submitted but the FDA site was down. Advised by FDA to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: trikha, v; singh, v; choudhury, b; das, s (2017) retrospective analysis of proximal humeral fracture-dislocations managed with locked plates. Journal of shoulder and elbow surgery, 26, e293-e299. This was a retrospective review of 33 proximal humeral fracture-dislocations in 29 patients with a mean age of 35 years (range, 19-60 years) treated by open reduction and internal fixation with philos locked plates (depuy synthes, (B)(4) between january 2009 and december 2013. The fracture-dislocation in 85% was the result of high energy trauma resulting in 3- or 4-part fracture-dislocation. The fracture-dislocation was anterior in 27 and posterior in 6. All of the fractures united at an average of 15 weeks after surgery. Regarding complications, osteonecrosis of the humeral head (onhh) was noted 18 months follow-up in a (B)(6) woman with an anterior fracture-dislocation and another patient with a head-split type of anterior fracture-dislocation had a partial onhh. This report is 2 of 2 for (B)(4). This report is for an unknown philos humeral plate and refers to a patient who experienced a head-split type of anterior fracture-dislocation which resulted in a partial osteonecrosis of the humeral head leading to a restricted shoulder range of motion.